Manufacturer narrative:
The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0282 - leaking" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two cassettes had a leak during filling. There was no patient involvement, and no patient harm/adverse event reported.